Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/13/2017 with the following findings: review of the black box data revealed multiple records of loss of prime with zero force warnings. On investigation, the pump powered on and emitted a call service alarm that was not able to be cleared from the pump. This call service alarm was not related to any loss of prime issue. Investigation of the alleged loss of prime was not able to be completed due to the unrelated alarm. No conclusion can be made at this time.